Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. A pump system check was performed and the occlusion was found to be within the cartridge. Reportedly, the customer uses their cartridge for over 72 hours. Tandem technical support educated the customer that the cartridge should not be in use longer than 72 hours. The customer was to change out the cartridge in order to resolve the occlusion alarm.